Event description:
A 6f angio-seal vip was successfully implanted following a heart catheterization. It was reported that post placement of the angio-seal the patient had decreased pedal pulse. Upon surgery it was noted that the patient suffered from a dissection injury of the right femoral artery. A resection of the damaged segment of the right common femoral artery and replacement with 8 mm gore-tex graft was performed. It was noted during the procedure that there was a very thickened intima posterior in the distal common femoral artery, leading the physician to believe that the artery was probably diseased when it was entered which led to the complication. The patient was stable and in good condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.